Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated in the middle between the cartridge and the luer lock. Reportedly, the tubing was not pulled. The customer's blood glucose level was 210 mg/dl. A new cartridge was successfully loaded to address the event.